Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported leakage at the connecting point. No specific details were provided. No information was provided if the leak occurred during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of critical therapy. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not completed. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.